Event description:
It was reported the insulin pump would alarm no delivery. Customer would resolve the alarm by changing the set or checking for kinks or bends on the tubing. Customer does not recall blood glucose. Customer last a1c was 10. Customer's blood glucose would run high in the 200 mg/dl range and will drop to 30 to 40 mg/dl. Customer stated blood glucose would lower when he starts basketball. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.